Event description:
The nurse of a pt called in to lifecor customer support to report the pt's death in 2009. The nurse said that the pt was walking in his hallway at home and fell down. Support informed the nurse on how to perform a download, and instructed her to do so.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. No problems were found. The monitor was fully functional upon receipt. The device was functioning as designed and was able to properly monitor an ECG as well as initiate a treatment sequence. Review of ECG strips show the lifevest system appropriately detected a non-treatable asystole event. Review of pt automatic events indicates that the pt had several treatable events which either self-corrected or pt appropriately used the response buttons to avoid treatment. The events leading up to the pt's death after the lifevest was removed are unk. There is no reasonable evidence to suggest device caused or contributed to pt's death.